Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Event description:
It was reported during the use of the product, a "no message" alarm went off. Patient changed the cassette and the line, however after an hour they check the line, after bubble control and noticed new bubbles. No patient injury was reported.